Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-04004 and 2134265-2014-04122. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an opticross was used. However, the device failed to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.